Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that a pyxis anesthesia es system encountered a failure in one of its drawers, with no recovery options available. Additionally, it was reported that the user was able to retrieve the needed medication from another medstation and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.